Manufacturer narrative:
The report was on the misonix inc., bonescalpel ultrasonic surgical aspirator system, bcm-sy, used with a 20mm serrated blade, bcm-sy. Dr. (B)(6) performed a throacic laminectomy on a female patient which resulted in no feeling in her feet. The doctor stated there may have been thermal damage to the spinal cord. The system was reported to operate properly. There was no malfunction reported. Thoracic laminectomy is performed on patients with spinal stenosis who exhibit the following significant symptoms of pain, weakness or numbness in the legs or feet. Decompression surgery for spinal stenosis is recommended in cases of progressive spinal stenosis and myelopathy caused by compression of the cord by osteoarthritis and thickened ligaments. Thoracic laminectomy is performed to decompress the cord and spinal nerves by removing the bony lamina and ligamentum flavum to decompress the spinal cord. Often, fusion is performed to stabilize the spine. Published risks of thoracic laminectomy include not relieving the symptoms prior to surgery due to cord damage prior to the surgery and post surgical risks of temporary neurological deficit, permanent neurological deficit, nerve root damage, and graft dislodgement. Regarding the subjective statement by the reporter that there may have been thermal damage to the spinal cord, there was no report of tissue changes during surgery that are normally evident of thermal damage. The irrigation settings recommended in our IFU are designed to assure thermal equilibrium at specific amplitudes. The validation of the bonescalpel system included testing in accordance with iec 60601-1 section 11 - protection against excessive temperatures and other hazards under stress conditions. The system met all iec specifications for operating temperature under stress conditions. The IFU (bcm-um rev n) recommends an irrigation setting of 60 for amplitude of setting of 6. It states higher amplitude settings in combination with lower irrigation could result in increased tissue necrosis. A lower amplitude setting in combination with higher irrigation would minimize or eliminate tissue necrosis. The IFU includes warning 3.1 - tip and irrigant temperatures may exceed the tissue necrosis point if insufficient irrigation flow rates are used. For hard tissue removal, set the irrigation flow rate setting no less than the comparable vibration setting. For example, if the vibration setting is 7, a minimum flow setting of 70% should be used. Warning 3.2 states that tissue necrosis may result if tip is not moved relative to tissue. A continuous, lateral sweeping motion is recommended in order to minimize contact duration with the ultrasonic tip and minimize heat build-up. When lateral motion is not possible withdraw and re-insert tip frequently. The report indicates the system was operated at a power setting of 6 and an irrigation setting of 30. These settings are inconsistent with the recommendations in our IFU. Conclusion: there is no conclusive evidence that the bonescalpel ultrasonic surgical aspirator caused or contributed directly to the neurological deficit which resulted in no feeling in her feet. The preexisting condition that indicates thoracic laminectomy is spinal stenosis and myelophy from compression of the spinal cord from osteoarthritis or thickened ligaments. Myelophy, the preexisting condition that warrants thoracic laminectomy may cause neurological deficit. Neurological deficit is a common, published adverse event of thoracic laminectomy. Many other medical device instruments may be used during laminectomy such as biting/grasping instruments to remove the lamina and ligamentum flavum. These other instruments may cause of contribute to the adverse event of neurological deficit. The fusion and prosthetic plate implant process may also contribute to the neurological deficit. There is no evidence of malfunction. The reporter stated the system operated properly. There is no direct evidence of thermal tissue necrosis, only a subjective statement by the reporter. The irrigation setting used by the surgeon was inconsistent with recommendations in our labeling. Device not returned to manufacturer.

Event description:
Procedure was a thoracic laminectomy on a female which resulted in no feeling in her feet. There may have been thermal damage to the spinal cord. There was no rep present, and (B)(6) was contacted on saturday. (B)(6). Used 20 mm serrated. It was set on power setting of 6 & irrigation. The bcm-sy system operated properly.